Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported lower readings obtained on the sensor scan compared to a result obtained on the built-in meter. Customer reported experiencing hypoglycemia with symptoms described as sweating, heavy snoring, suspicion of the customer approaching a diabetic coma, and a loss of consciousness. Customer performed a blood glucose test and ultimately no treatment was rendered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the modified serial number for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported lower readings obtained on the sensor scan compared to a result obtained on the built-in meter. Customer reported experiencing hypoglycemia with symptoms described as sweating, heavy snoring, suspicion of the customer approaching a diabetic coma, and a loss of consciousness. Customer performed a blood glucose test and ultimately no treatment was rendered. There was no report of death or permanent impairment associated with this event.